Manufacturer narrative:
The original follow up #1 report was submitted using MFR report number 9611549-2016-00179, and a correction follow up #2 was submitted under the incorrect report reference MFR report number 9611549-2016-00178 . We have requested that the MFR report number 9611549-2016-00179 follow up #1 and MFR report number 9611549-2016-00178 follow up #2 be removed from the maude database. No further reports will be submitted using MFR number 9611549-2016-00179. The MFR number 9611594-2016-00179 will be used for any additional information regarding this report. The sample was received and evaluated. One used 7.5 ssm et tube sample was received with no packaging. The product does not contain a lot number identification. The endotracheal tube cuff exhibits a jagged tear beginning approximately 6mm below the base of the proximal cuff and extending approximately 2cm axially toward the distal cuff. Both the proximal and distal cuffs remain securely attached to the tubing. The balloon is covered with dried blood which did not clean off during decontamination. Attempt to inflate the cuff was made. Due to the cuff tear, inflation was not possible. No blockage to the inflation line was observed. At the time of the device history record review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Per the incident comments, the device was in use for an extended period of time (30 days); which, indicates that device did not show this defect at time of placement and the tube performed as intended. Information related to the product use (dfu) was provided. A bite block should be used in cases where the patient may bite down and flatten the endotracheal tube. This seems to be a non production related incident. Root cause is unknown. All information reasonably known as of 24 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2016-000178 for the first patient. It was reported that a patient subglottic suctioning microcuff balloon torn during intubation and the cuff would not inflate. The respiratory therapist stated that this may have been caused by them scraping the tube on the patient¿s teeth, and subsequently torn the tube. No additional information provided.